Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high, out of range, impedance was observed on the right ventricular lead. Patient presented to the emergency room for review. Upon fluoroscopy, externalized conductors were noted near the tricuspid valve. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well. There were no complications or adverse events associated with the procedure.